Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad® pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis suggests an ingestion of thrombus from the native circulation, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Independent pathological analysis confirmed the presence of thrombus; the cause and origin of the thrombus cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Event description:
Approximately nine months and three weeks post implantation, the patient was admitted to hospital with complaints of hematuria and fatigue. Previous to this admission he was reported to be active with no recent history of illness. His ldh levels were reported to be elevated. He was started on an integrilin infusion. Over the next two days log files were analyzed and confirmed a rise in power outside normal operating parameters. The patient remained on the integrilin drip and continued to exhibit hemolytic symptoms during this time. An echocardiogram performed revealed a severely dilated left ventricle and no opening of the aortic valve. The patient was subsequently taken to the operating room for pump exchange. A new pump was exchanged via left anterior thoracotomy with graft to graft anastomosis. After the exchange the patient was transferred to the intensive care unit for continued observation and treatment. The explanted pump is being returned to the manufacturer for analysis. Additional information indicated that the patient was discharged home six days post-pump exchange in stable condition.